Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd kit bd max enteric viral panel-nr EU gave false positive test results. Confirmatory testing was performed using another bd max device. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: false positive nr results. After repeating the samples in another bd max system sample a5-a10 were negative.

Event description:
It was reported that the bd kit bd max enteric viral panel-nr EU gave false positive test results. Confirmatory testing was performed using another bd max device. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: false positive nr results. After repeating the samples in another bd max system sample a5-a10 were negative.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
It has been clarified that this incident should have reported for the instrument involved, and not the panel. Another MDR submission, (MFR report#: 1119779-2021-01957), has already captured the incident involving the instrument. This complaint and the initial MDR submission, (MFR report#: 3007420875-2021-00064), may therefore be disregarded. H3 other text : see h10.

Event description:
It was reported that the bd kit bd max enteric viral panel-nr EU gave false positive test results. Confirmatory testing was performed using another bd max device. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: false positive nr results. After repeating the samples in another bd max system sample a5-a10 were negative.